Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for this event. The patient was treated with injections of reflin (500mg, route and frequency not reported) and amikacin (250mg, continuous, route not reported) on an unreported date. The cause of the peritonitis was reported to be constipation. The patient was reported to be recovering at the time of the report. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.